Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Event description:
This is a report of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). Action taken with dianeal therapy was not reported. During a call with baxter (B)(4) technical services, the following was reported. On an unreported date, exchange was done in hospital which caused peritonitis. The patient experienced peritonitis and was hospitalized on the same day for the event. The patient was treated with injection fortum (1gm, ip, frequency not reported), injection vancomycin (1gm, once in 5 days, route not reported) and injection heparin (dose and frequency not reported, ip) for peritonitis. The patient was recovering from this peritonitis event.